Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records, clinical visit reported the patient had right tha. A week later patient fell and fractured her stem. This was treated with orif and wiring. This intervention have failed and decided to revise the fractured stem. Doi: (B)(6) 2012; dor: (B)(6) 2012; right hip (1st revision).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.